Event description:
Pt was scheduled for a laa closure due to recurrent bleeding issues. A pericardial effusion was visualized on a transesophageal echo test. It is thought that the transseptal sheath "probably" slipped through the pericardial reflection without inserting the needle. A pericardial puncture was successfully performed. The pt was stable, high risk and able to be transferred to a monitoring station.

Manufacturer narrative:
Device eval: the device was not returned for eval and no photographs are available of the device at this time. The device history was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaint for this product family. Merit is unable to determine a root cause at this time due to no complaint sample being returned. If the suspected device is received or add'l info becomes available, a follow-up will be submitted at that time.